Manufacturer narrative:
(B)(6). Return requested. Replacement mvs interface cable assy shipped to site. Medtronic investigation of returned suspect mvs interface cable assy confirms complaint. Bench test results: fail. Cable passed the continuity testing and the 100t test. Gbit test failed, line 1 and 2 are open. (Gbit test, tests the blue cat 6 cable for continuity).a validator nt-900 was used to test both the gbit and the 100t tests. Electrical failure. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Replacing the cable resolved the issue. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system was around patient and would not open. The pendant read connected not ready and in stand alone mode. The imaging system was not able to communicate with the mobile view station (mvs). A second imaging system was brought in to be used to continue the procedure to completion. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.